Event description:
The lead was explanted due to a of report loss of sensing and capture. Explant method: intravascular, superior. Technique/tools: direct traction with locking stylet, laser sheath. No complications.